Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with fungal peritonitis due to a perforated bowel. No additional information was provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2023 with complaints of severe abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = not provided) were collected, and the patient was diagnosed with peritonitis. Radiological studies performed on admission detected a bowel perforation and the patient underwent a procedure to correct the damage (specifics not provided). During the procedure the patient¿s pd catheter (not a fresenius product) was surgically removed and a permanent hemodialysis (hd) catheter (not a fresenius product) was inserted. The patient was treated with IV vancomycin 2000 mg every other day and ceftazidime 1500 mg daily x 21 days. On (B)(6) 2023, the patient¿s peritoneal effluent culture result returned positive for candida albicans, and the patient¿s vancomycin and ceftazidime were discontinued. Instead, the patient was prescribed IV diflucan daily x 21 days (dose not provided) and oral ciprofloxacin daily (dose, duration, not provided). The patient was discharged on (B)(6) 2023 in stable condition and has recovered from the events. The patient transitioned to outpatient hd following discharge and is currently awaiting to return to pd therapy. Per the pdrn, despite a thorough investigation, the cause of the fungal peritonitis could not be established. Per the pdrn, no connection was identified with the patient¿s usage of any fresenius product(s) and/or device(s).